Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the site encountered an alleged inaccuracy while in surgery. The site was working c6-t1 and had completed a decompression after taking their registration spin. The surgeon felt too medial on the right side of c7 specifically with a non-medtronic tap. Surgeon felt accurate with a medtronic tap on c7. Non-medtronic tap "was accurate" elsewhere. The surgeon placed lateral screws on c6 and proceeded. There was a surgical delay of less than an hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot#: (B)(6), h3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Multiple fdd/annex a codes were reported. A0709 was coded for the issue occurring during navigation. A0908 was coded for the alleged inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.